Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose was 400 mg/dl. The customer stated that the blood glucose was going up 5 times changing the sets. The customer was running out of set as well as the reservoir as they needed to change it also every time. The customer was feeling tired. The customer reported that they do not feel okay for troubleshooting. The customer reported that the infusion set cannula had a slight bend or curve. The device will not be returned for analysis.